Manufacturer narrative:
User error. This was not an issue with the device.

Event description:
Alleges driving down the street in a storm and drove through a puddle that was a lot deeper than consumer thought. Alleges chair went completely under water and flipped over.